Manufacturer narrative:
Corrected data: fields h2, h6, and h11. Device evaluation: the universal seal was received and failure analysis found the instrument to have a tear on the black rubber duckbill. The torn piece was separated and returned with the seal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a piece of the rubber of a universal seal came off and fell inside the patient. The fragment was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, a fragment fell inside the patient while inserting an instrument into the seal and trocar. The fragment was promptly retrieved using a laparoscopic instrument via the access port, and its retrieval was confirmed through direct visualization. The fragment was compared to the seal to ensure no other pieces were missing. The procedure was completed as intended without requiring any additional surgical interventions. A backup universal seal was utilized to complete the procedure. The defective seal was sent to the site's materials management director for evaluation, but photographic images or video recordings of the procedure are not available for isi to review.